Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, monopolar curved scissors cable became detached and stopped working properly. Part of the cable was hanging at the end of the scissors. The procedure was completed with no reported injury.